Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water channel, auxiliary channel, balloon channel and forceps elevator wire channel. The manual cleaning detergent used was anios clean excel. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder, instrument channel port, balloon channel and distal end/ areas around elevator using the brush ecouvillons olympus bw 412t. The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) wassenburg 4400. The aer was cultured, however, the results were not provided. The endoscope was stored in a drying cabinet (model: wassenburg 4400) and was vertically hanged. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The physical device evaluation is anticipated; but not yet begun. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, all the channels of the scope were cultured. The channels tested positive for 22 colony forming units (cfu)/100 milliliter (ml) of stenotrophomonas maltophilia. The device was tested after five days and 3 cfu/100 ml of pseudomonas aeruginosa was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for information received regarding company hygiene microbiological investigation (hmi) results and device evaluation findings. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device was cultured and one (1) colony forming units (cfu) per endoscope of gram positive bacteria was identified. The obtained results are in conformance with the requirements. The returned device was evaluated. During incoming inspection, no damage to the device was found. The product was sent back to the customer without any repair. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it was reported that the customer did not suction the water at pre-cleaning in accordance with the instructions for use. Therefore, it¿s likely insufficient reprocessing occurred due to the deviation of the reprocessing steps according to the instructions for use. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.3 precleaning the endoscope and accessories_ aspirate water.¿ olympus will continue to monitor field performance for this device.